Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample set screw was unable to be fully engaged. The above observations are consistent with misalignment of the fas and set screw threads during construct assembly.

Manufacturer narrative:
Image review result: submitted images appear to display three (3) fas bone screws. At least one appears to have thread damage. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a procedure due to lumbar spinal stenosis. During procedure, screw was found slipped and doctor had to replace new one to complete the surgery. The physician took out the screw and found that the lower end of the threaded stud was abnormal. The surgery completed successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.